Manufacturer narrative:
The device was returned to olympus for evaluation, and the allegation of the air/water flow issues from the air/water flow system was confirmed and was due to foreign objects found within the nozzle. Additionally, the following events were also identified, and are as follows: (a.) Due to clogging of the nozzle, air supply volume does not meet the standard value, (b.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (c.) The plastic distal end cover (c-cover) had a scratch, (d.) The light guide lens had discoloration, (e.) The scope connector cover unit was dirty, and had a scratch, (f.) The suction connector (s-connector) had a scratch, and was dirty, (g.) The lock engagement lever and knob had a scratch, (h.) The up/down and left/right knob had a scratch, (I.) The switch button 2 had a scratch, (j.) The switch button 1 had a scratch, (k.) The switch box had a scratch, (l.) The control had a scratch, and was dirty, (m.) The bending tube was deformed, (n.) The protector of universal cord on s-connector side has a scratch, the universal cord had a wrinkle, (o.) Universal cord has a dent, (p.) The universal cord had a scratch, (q.) Due to a scratch on objective lens, flare occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to identify the cause of the residual foreign material from the information obtained since it is unknown if the reprocessing was conducted in accordance with instructions for use (IFU). A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope experienced poor air supply. It is unknown when the event took place. There was no report patient or user harm since there was no patient involvement. Subsequently, the device was evaluated and it was discovered there was foreign matter found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.